Manufacturer narrative:
Unit was received with intermittent buttons due to corroded keypad traces.

Event description:
The customer reported via phone call that the buttons on the insulin pump were unresponsive. The esc and act buttons were unresponsive. The esc and down keys were still unresponsive after a new battery was inserted. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.